Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood started leaking from the top of the tube and the needle area in (1) device. No patient or user impact reported.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set dmedical device type: one additional code applies; jka medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood started leaking from the top of the tube and the needle area in (1) device. No patient or user impact reported.